Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Her blood glucose was 117 mg/dl. Customer was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.